Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Pt reported the infusion cannulas were bent on 2 separate occasions and blood glucose elevated to 17 mmol/l (306 mg/dl) after 0.5-1 day of use. Pt changed the infusion cannula and successfully delivered a correction bolus through the infusion device. Pt does not use the infusion set insertion device. No additional details were provided. Infusion sets were requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.